Event description:
It was reported via repair work order that there were not functions on the bed including no siderail or footboard functions. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.